Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter inserted, the catheter was exposed to the atmosphere for exhaust, the blood flow was slow, and there was slight resistance when the syringe was retracted. After successful exhaust, the sensor and the iabp machine were connected for balloon counterpulsation, which could be inflated and deflated. However, the waveform was an irregular counterpulsation waveform. Therefore, a new balloon catheter was replaced. After inspecting the removed catheter, it was found that there was a bend at the front end of the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was noted tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked at approximately 4.9cm from the iabc distal tip. No blood was noted on the exte-rior surfaces of the returned sample. No blood was noted within the helium pathway. The customer photo was reviewed. The photo shows a patient under fluoroscopy. Least 1 minute according to quali-ty system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 4.9cm from the iabc distal tip, which is the location of the previously noted kink. The catheter was able to advance through the central lumen, no blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "there was a bend at the front end of the catheter." Is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the locations of the kinks upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; how-ever, specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinks is undetermined, but a potential cause is customer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the catheter was exposed to the atmosphere for exhaust, the blood flow was slow, and there was slight resistance when the syringe was retracted. After successful exhaust, the sensor and the iabp machine were connected for balloon counterpulsation, which could be inflated and deflated. However, the waveform was an irregular counterpulsation waveform. Therefore, a new balloon catheter was replaced. After inspecting the removed catheter, it was found that there was a bend at the front end of the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer photo was reviewed. The photo shows a patient under fluoroscopy. The reported complaint cannot be confirmed from the review of the photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for a "bend at the front end of the catheter" is not able to be confirmed. The product was not returned for I nvestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the catheter was exposed to the atmosphere for exhaust, the blood flow was slow, and there was slight resistance when the syringe was retracted. After successful exhaust, the sensor and the iabp machine were connected for balloon counterpulsation, which could be inflated and deflated. However, the waveform was an irregular counterpulsation waveform. Therefore, a new balloon catheter was replaced. After inspecting the removed catheter, it was found that there was a bend at the front end of the catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".